Event description:
Healthcare professional later reported right side "fibrous wall with intense inflammatory process and macrophagic response with giant cell reaction of foreign body type, calcification foci, absence of histologic signs of malignity."

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product-procedure: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Deformation observed. Voids observed. Brown particles on the surface of the shell. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported capsular contracture baker grade IV, abundant late seroma and requires immune histochemical study for cd30/alk and rule out bia-alcl. Device has been explanted and replaced with non-allergan brand. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late and capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, baker grade IV, seroma-late.

Event description:
Healthcare professional reported, capsular contracture, baker grade IV, abundant late seroma. Device has been explanted and replaced with non-allergan brand. This record relates to the right side.